Event description:
On (B)(6) 2013, the patient reported that none of the buttons on her infusion device were functioning. The patient stated that the problem occurred after changing the battery in the device. The patient changed the battery again and the buttons still would not function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. (B)(4): no product was returned.